Event description:
Patient has a heart ware medtronic lvad. Patient was seen in clinic. He stated that he noticed that his power will flip from one port to the other before the battery is drained. He denied any alarms. Patient denied any symptoms when this occurs. Log files were sent to company and no alarms or concerns were noted. No exchange of equipment, patient to continue monitoring device.

Event description:
Patient has a heartware medtronic lvad. Patient was seen in clinic. He stated that he noticed that his power will flip from one port to the other before the battery is drained. He denied any alarms. Patient denied any symptoms when this occurs. Log files were sent to company and no alarms or concerns were noted. No exchange of equipment, patient to continue monitoring device.